Manufacturer narrative:
(B)(4). Method: the complaint rt132 infant continuous flow breathing circuit was returned to fph in (B)(4) for evaluation. The returned breathing circuit had an intact package seal and was visually inspected. Results: visual inspection revealed that the pressure line was torn. Conclusion: based on the investigation conducted, the tube was likely overstretched during adaptor assembly and appears to have been overlooked during visual inspection. Production operators are instructed to discard any pressure lines that become damaged during the stretching process in the standard operating procedure. In addition, all breathing circuits are pressure tested and visually inspected prior to being released for distribution, and those that fail are rejected. The user instructions that accompany the rt132 infant continuous flow breathing circuit states: "check all connections are tight before use."; "perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient."; "set appropriate ventilator alarms."

Event description:
A distributor in (B)(6) reported via a fisher & paykel healthcare representative that the pressure line of an rt132 infant continuous flow breathing circuit was damaged. This was observed at the distributor's facility before distribution to customers.